Manufacturer narrative:
The device has not yet been received for evaluation. A supplemental report will be submitted when the evaluation is complete. Report 1 of 3.

Event description:
A report was received from a user facility in the USA stating there was a problem with the vitrectomy function during surgery. When using the 23 gauge vitrectomy cutter with vacuum set for 300, there is no cutting action below 3000 cuts per minute. Cutter works marginally above 3000 cuts per minute. Additional information received 11/22/2011 states the aspiration worked during part of the case when the cutter needed to be turned off. The surgeon reported there was no cutting only tugging on the vitreous. There was no serious injury or report of permanent impairment related to this event.